Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 22 fractured. There is no information about the construction. Bone loss caused by patient related periimplantitis is documented. Material analysis concluded mechanical overloading of the implant and patient related bruxism.

Event description:
Implant fracture.